Event description:
It was reported that the pt had an ams sling implanted, the date of implant and product were not provided. Following the implant the pt had incontinence that was more than baseline. Another continence device was implanted on (B)(6) 2012. The pt's outcome was reported to be "perfect" with "rare leakage."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.